Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increased threshold was observed. The pace/sense portion of the lead was capped and the defib portion remained active.